Manufacturer narrative:
(B)(4). Batch # unk. Additional information received: photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed. Attempts have been made to obtain additional information and the device. To date, no response has been provided and no device received. If further details or device are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during the vertical gastroplasty , we had problem with the complete opening of the blue cargo clamping, which made it very difficult for us to correct the incident. The procedure was successfully completed with no patient consequences no further information available.